Event description:
It was reported that the patient never felt confident about the pump. It was later reported that the pump was not working. On (B)(6) 2013, the patient ¿felt a swish of medicine run through me.¿ not long after that, the patient started itching "from the inside out" from 7pm to 5am. She also experienced increased nausea. At 5am, she went to the emergency room and was given medication to counteract the itching. However, she had severe pain return and the itching continued. The patient was seen on (B)(6) 2013 but the patient said the pump would not show that it was working. A motor stall that never recovered was reported and the patient was referred for a pump explant. It was unknown if diagnostic testing or troubleshooting was performed. The issue was reported as not resolved and the cause was not determined. The patient¿s status at the time of the event was reported as alive, no injury. This device system delivered morphine and marcaine. It was further reported that the motor stall occurred on (B)(6) 2013. The patient¿s symptoms were noted to occur at the time of the stall. The patient denied being near anything magnetic or having a magnetic resonance imaging (MRI) scan. The patient was restarted on oral medication and currently was doing much better. The pump remains with the hospital. Further, the log information noted that on (B)(6) 2013 stopped pump period may exceed tub set occurred. On (B)(6) 2013, a prescription change occurred, the low reservoir alarm occurred on (B)(6) 2013 and the empty reservoir alarm occurred on (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported patient experienced itching and increased back pain. Patient was seen in the emergency room. It was noted that patient followed up with pain physician, their oral medication were adjusted and patient was referred to neurosurgeon. Patient was on oral percocet 10/325mg and valium 2mg. It was further stated had pump explanted on 2013-(B)(6).

Event description:
Additional information received reported the patient received demerol injection for pain and oral pain medications following the motor stall being discovered. No further information was provided.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).